Manufacturer narrative:
Additional information was added to b5, d9, h3, h4 and h6. H4: the lot was manufactured from july 24, 2020 ¿ july 26, 2020. B5: the correct quantity of the affected products was updated to two (2), previously submitted as forty-two (42). H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed in both samples which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty-two (42) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked near the administration port. The leaks were discovered when the overwrap was removed prior to patient use. There was no patient involvement. No additional information is available.